Manufacturer narrative:
Mentor received additional event information that the patient was rescheduled and underwent explantation on (B)(6) 2020. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, according to mentor procedure, and a tear was observed within an area of siltex cracking in the posterior view, measuring approximately 0.6 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and breast pain complaints information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 450cc textured mentor memorygel breast implant has experienced right-sided implant rupture postoperatively. The patient reported heaviness and dull aching pain on the right side, and rupture was confirmed by mammogram and ultrasound. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.